Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device fragmented. During surgery, the device was placed in the saline solution for use and the material fragmented. No other adverse patient effects were reported.

Manufacturer narrative:
According to the complaint description lot number is available but not the sample. After receiving this complaint, we searched for other complaints and we didn¿t find any other complaint on the lot number 7928445. Checking the quality databases revealed no anomaly in connection with the described defect. On review of the photos provided, we see the stent broken and was yellow instead of white and it¿s fully degraded. This change of color and deterioration of the device is probably due to inappropriate storage conditions. In fact this product was sensitive to uv-light. The IFU states: " store away from light in a cool and dry place". The possible consequence is the deterioration of product. A review of the risk management file was performed and concluded that residual risks are adequately controlled and reduced as far as possible.

Event description:
According to available information, this device fragmented. During surgery, the device was placed in the saline solution for use and the material fragmented. No other adverse patient effects were reported.